Manufacturer narrative:
Follow-up info from company rep.

Event description:
A pt underwent a single-level kyphoplasty procedure that was done unipedicularly. It was reported that during the inflation of the initial inflatable bone tamp (ibt), a piece of sclerotic bone appeared to be pushing on the ibt. As the pressure approached 150-200 psi, the ibt popped. The physician filled roughly 1cc of bone cement. The physician then decided to use an eggshell technique with an additional ibt to create a larger cavity. The second balloon also popped in a similar fashion (on contact with a sharp piece of bone within the vertebral body). The second ibt appeared to rip as it was being removed out of the body through the cannula. About half of the balloon portion of the ibt remained in the vertebral body along with both radiopaque markers. The physician then added an additional 5cc's of cement, leaving the portion of the ibt in the vertebral body. The pt had no allergy to the contrast media.